Event description:
It was reported that during an unknown procedure, safety did not work when used. Device was fired across renal artery, ande when released, the safety lockout did not engage. No patient consequence.